Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report his blood glucose was elevated to the 300¿s mg/dl while he had symptom of excessive urination due a keypad issue. The patient claimed that the keypad on the animas insulin pump was intermittently responding. Prior to the alleged hyperglycemic episode, the patient reportedly could not take bolus insulin due to the button issue. He was able to administer self treatment with the subject insulin pump when the button eventually responded. At the time of the call to animas, the patient continued on insulin pump therapy. Troubleshooting indicated that there were no tears or peeling on the keypad issue. The pump did not have any trauma or moisture issue. In addition, the up, down, and ok buttons are worn with missing symbols. The animas product was replaced and requested back for investigation. This complaint is being reported because the patient had elevated blood glucose reading and symptom suggestive of a serious injury after the subject pump did not respond to a meal bolus dose.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: evaluation revealed that investigators performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate. The keypad is fully intact, with no peeling or damage observed. The contrast key responded appropriately. The up, down and ok keys were intermittently unresponsive. There was evidence of keypad contamination, under all contact buttons. The pump was returned with worn keys symbol. The pump booted to the verify screen with dim pink contrast. The bolus history review showed 51 bolus between (B)(6) 2013. The bolus history review showed 51 bolus between (B)(6) 2013.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.